Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable, the ability to open/close jaws was lost, and the bent wrist that got stuck in the reducer. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken main tube, a broken conductor wire with insulation damage, main tube scratches, and yaw pulley indentations. Additional observations: the instrument was found to have a broken main tube where the main tube meets the proximal clevis. A piece measuring approximately 1.35mm x 1.46mm was not returned with the instrument. The instrument was returned with a reducer stuck due to the broken main tube. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Scratch marks on the main tube, a broken conductor wire with insulation damage, a broken grip cable, and yaw pulley indentations were observed. A detached fragment was observed due to the broken main tube and was not returned with the instrument. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 3.74mm - 4.04mm in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube show damage which may indicate potential mishandling/misuse. A broken main tube, a broken conductor wire with insulation damage, a broken grip cable, and yaw pulley indentations were observed. The instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. Scratch marks on the main tube, a broken main tube, a broken grip cable, and yaw pulley indentations were observed. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The instrument failed the electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. Scratch marks on the main tube, a broken main tube, a broken grip cable, and yaw pulley indentations were observed. The instrument was found to have mechanical indentations on the yaw pulley. The complaint was confirmed by failure analysis.